Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering the proper amount of insulin. Blood glucose was 400 mg/dl. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using another pump for insulin therapy.